Event description:
The customer got up and took a blood glucose result and it was high so they did not eat. Later they passed out and paramedics were called. They were given an IV and orange juice. On a separate occasion the customer got up and took blood glucose and it was high so they were taken to the hospital where they received and IV for low blood glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.